Event description:
Pt in for a CT needle biopsy of the right hip, when manipulating the needle to get a biopsy, the end tip of the needle broke off. There were no variances from routine bone biopsy procedure. The needle tip was not retrieved and there are no plans to remove it from the pt.